Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes customer found 400 tubes with floating objects inside it. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.6. Investigation summary: bd received 50 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) - (white particulate matter) was observed. Visual inspection of the samples did not indicate any issues. Further clinical testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode, white particulate matter, because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples of lot 3074282 showed a degree of the defect. All other visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Additional clinical testing was performed on 27mar2024 to include customer returned samples. A total of 12 customer returned samples and an additional 6 retention samples were tested across an additional 3 subjects. None of the additional 18 tubes displayed white particulate matter or floating debris. To date, 1 of 21 total clinically tested tubes have displayed the issue for an occurrence rate of 4.8%. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for white particulate matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes customer found 400 tubes with floating objects inside it. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes customer found 400 tubes with floating objects inside it. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-dec-2023. H.6. Investigation summary: bd received 50 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) - (white particulate matter) was observed. Visual inspection of the samples did not indicate any issues. Further clinical testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode, white particulate matter, because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples of lot 3074282 showed a degree of the defect. All other visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for white particulate matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.